Event description:
Healthcare professional reported "rupture/deflation" against a non allergan device. This record is for the right side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 4061, 1546. Referencing report: mw5190675. This report captures right breast implant #2.